Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown as customer provided two dates of events ((B)(6), 2025 & (B)(6), 2025) however, unable to correlate which date is for this reported issue. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was loose particles/debris and residue/smears on the cone of the patient interface (pi). The surgery was completed by using a new pi. No patient injury, medical complication or surgical intervention was reported. No additional information was provided. This report is 2 of 4 reported.

Manufacturer narrative:
Additional information / correction: through follow up it was learned that the loose particles/debris on the cone was discovered prior to patient contact. Therefore, this is not a reportable event and no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.